Event description:
A clinician reports that a ventilator dependent home pt alleges four events of partial tracheostomy tube shaft to flange separation with these tubes. None of the events resulted in complete separation or pt compromise.